Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Aditya s. Pandey, md, et al; "low incidence of symptomatic strokes after carotid stenting without embolization protection devices for extracranial carotid stenosis: a single-institution retrospective review", published neurosurgery 63:867-873, 2008.

Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: stroke, mi, dissection, intracranial hemorrhage, restenosis. The following events were noted through a periodic article review. A retrospective chart analysis was performed in 94 patients that underwent carotid artery stenting (cas) without embolic protection devices (epds) in the period from 1996 to 2006. The purpose of the study was to examine the incidence of symptomatic stroke in the patients after cas without epds and to compare the results with those of published series of cas with epds. Clinical follow-up at one month involving 97.2% of the study population revealed cvas in two patients, myocardial infarctions in 2 patients, and cervical carotid dissections in some patients. Some patients had a mean clinical follow-up at 18.6 months. During this period, one patient experienced a cva. In the same follow-up period, restenosis was found in some patients. Three of these patients went on to require repeat carotid artery stenting (cas). Of all patients who experienced restenosis, 13.3% had residual stenosis post-cas. Additionally, one patient in the study had an intracranial hemorrhage. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.